Event description:
I had lasik vision surgery and approximately 2 months after the initial surgery I began to have vision problems again (not being able to see clearly, especially distance). Upon returning to my surgeon (dr. (B)(6)) and had a revision done. After that second surgery my near vision was affected in dim lighting to where if the lightening was mildly dim I could not see without a flashlight or wearing readers. This problem has worsened and is quite debilitating. I can not see if it is not a very bright light without a flashlight and readers. It makes it hard to function in everyday life. (B)(4).